Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the "ECG cable holder is not proper" and the "readings are not clear ". There was no patient involvement.